Event description:
It was reported that a patient underwent a revision surgery to address a broken screw. There were no reported impacts outside of the reported revision.

Manufacturer narrative:
The screw was not returned, however, a photo was provided. Visual examination of the photo provided shows the shank of the screw has fractured. The complaint is confirmed. Without the return of the device, a definitive root cause cannot be determined.

Manufacturer narrative:
Type of the device: common device name: polaris spinal system - ballista ii percutaneous screw placement system or polaris spinal system -translation screw. PMA/510(k) number: k140123 or k123549. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to address a broken screw. There were no reported impacts outside of the reported revision.